Event description:
It was reported that the compression screw broke and had to be removed. It is unclear of any further details at this time. Part number is not exact and lot number is unknown.

Manufacturer narrative:
Na